Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult leaflet grasping and clip open while locked were unable to be determined. The reported device damaged by another device (dislodged) was due to procedural circumstances. The reported slda and tissue injury were due to a combination of the reported device damaged by another device (dislodged) and patient anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: medical device problem code: 1157 added.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), myxomatous leaflets, tethered anterior leaflet, big posterior prolapse, and posterior leaflet flail in the medial commissure for a mitraclip procedure. The xtw device was prepared per instructions for use (IFU). It was difficult to grasp the leaflets. After 40 minutes the leaflets were grasped. The mr was reduced from grade 4 to 2+, and the clip was deploy. During deployment there were no issues, but one of the medical physicians thought the clip opened from 20 to 30 degrees after the lock line was removed. A second cds device was selected for implant. The device was steered down to the valve and attempted to grasp the leaflet. At this point, it looked as though the posterior leaflet came out of the first clip. It was unclear whether it was an single leaflet device attachment (slda) or if the posterior leaflet tore from the chordae. Physician believes the slda was due to tethered leaflets and friable/thin tissue, and interaction of the second clip with the first clip. Both clips were stable after the second clip was implanted. There were no adverse patient sequelae and the mr was reduced to grade 3.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.